Event description:
Event description guidant received information that this transvenous coronary sinus lead exhibited elevated impedance (>2000 ohms) with associated loss of capture. This observation was made during a routine device changeout procedure for normal battery depletion. The physician elected to explant this lead, and implanted a similar lead without reported complication.